Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an in clinic follow-up, loss of capture and a change in pacing impedance was noted on the right atrial (ra) lead. Further investigation revealed ra lead dislodgement to be the cause of the event. The physician attempted to reposition the lead, however, the helix was unable to be manipulated. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix in the extended position and clogged with dried blood and tissue. The reported event of helix mechanism issue was confirmed. After cleaning, the helix could successfully retract and extend by applying torque directly to the connector pin. The full helix extension was measured to be within required performance specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood and tissue. The reported events of loss of capture and low pacing impedance were not confirmed. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Additionally, visual and x-ray inspections of the lead revealed no anomalies except for procedural damage.